Event description:
The reporter indicated that a 12.1mm vticm5_12.1 implantable collamer lens of -12.00/1.5/152 (sphere/cylinder/axis) was part of a lens exchange due to the lens being too small, doctor went with a 12.6mm lens instead. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).